Event description:
Information received from the (B)(4) database. Treatment of a left unruptured posterior cerebral artery sidewall saccular aneurysm measuring 6mm x 2.4mm. It was reported that the patient underwent pipeline embolization treatment on (B)(6) 2009 involving one pipeline and had in stent stenosis of the right p1 and right sca (superior cerebellar artery) on (B)(6) 2009. The patient also had stenosis of the side branches in which there was a mild narrowing of the distal basilar artery near the origin of the stent possibly due to the neointimal hyperplasia. The distal half of the stent also narrowed towards its end and was smaller than when the stent was originally deployed. It was reported that the patient's condition resolved on (B)(6) 2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).